Manufacturer narrative:
In 2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009; inratio: 6.9; lab: 9.0; mean: 7.95; confidence-limits: unable-to-determine. Date: 2009; inratio: 4.9; lab: 9.0; mean: 6.95; confidence-limits: unable-to-determine. The mean of the inratio meter and comparative system inr were calculated. Both values of test 1 are above 5.0 and not considered discrepant within context of documented variability for inr testing. However, mean of test 2 is >5.0 and difference is greater than 2.2. These results are considered inaccurate within the context of documented variability for inr testing. Inratio precision data provided by end-user lot: date: 2009; 1st inr = 6.9; 2nd inr =4.9. Mean sd %cv; inratio meter: 5.9, 1.4, 24.0. The 24% cv is more than 20%. The precision test failed the criteria for precision. Products will be tested if meter is returned. Unable to perform retained strip test due to unk strip lot number on event details. As of 2009, the meter/strips are not expected to return. No further investigation is required at this time.

Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: 2009; inratio: 6.9; lab: 9.0. Date: 2009; inratio: 4.9; lab: 9.0.